Manufacturer narrative:
Complainant part received. Synthes rep. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that prior to a rotator cuff repair procedure it was discovered that the handle on the customer's healix transtend awl/tap is disengaged from the shaft of the device. Also, the customer's expressew iii suture passer with hook would fire the needle but would not retract back in. They tired different needles with the gun and same results. The sales rep stated that the jaw on the passer appear to be bent. The procedure was completed with other like devices with no patient harm or surgical delay to the case. The devices will be returning for evaluation. This complaint is for one (1) hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received and inspected for the reported failure mode. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. It was observed that the lower jaw on the passer appears to be bent. To further test the functionality of the device, the needle was loaded into the chamber of an expressew iii gun and when the trigger was actuated the needle was jammed.therefore,this complaint can be confirmed.the possible root cause for the lower jaw being bent could be attributed to user mishandling of the device and hence needle is getting jammed.however,the definitive root cause cannot be determined. A manufacturing record evaluation was performed for the finished device [8596-111114] number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a manufacturing record evaluation was performed for the finished device [8596-111114] number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.